Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator misread the pt's weight and programmed the cycler to remove too much fluid during a routine hemodialysis treatment, causing the pt to feel light headed. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required..

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback. Facility staff confirmed the operator programmed the cycler to remove too much fluid causing the pt to feel light headed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has provided additional review of treatment procedures. Nxstage medical considers this report closed. No additional info will be provided.